Manufacturer narrative:
(B)(4) - stent blocked/occluded. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprosthesis was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure under sedation in the common bile duct, performed on (B)(6) 2010. According to the complainant, there were no problems reported during the initial stent placement, which was placed for alleviation of symptoms from a non-resectable malignant biliary stricture. On (B)(6) 2011 the patient was admitted to the hospital for observation and was reported in very poor general condition. The patient had jaundice and an elevated bilirubin level of 310, indicating insufficient biliary drainage. This was classified as stent failure. No intervention was performed, and the patient died on (B)(6) 2011. The physician reported the cause of death as cancer disease progression. No autopsy was performed.